Manufacturer narrative:
This product is registered as a combination product. Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2020-06532; related manufacturer reference number: 2017865-2020-06534; related manufacturer reference number: 2017865-2020-06535. It was reported that the patient had an infection. Blood cultures confirmed that the patient was positive for infection. The physician explanted the patient's entire system. The patient was stable throughout.